Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator was not recognizing the grounding pad. The caller tried multiple grounding pads, prepping/cleaning the patient's skin, and trying new areas on the patient, with no resolution. The caller stated they were using a universal split grounding pad with a 9 inch cord. The intuitive tech support engineer (tse) advised that this was not a validated grounding pad. The caller stated that they have used this type of pad successfully on several occasions. The caller advised that the erbe grounding pad icon looked like x3 red pads. The tse recommended swapping vision side carts (vsc) with another erbe on it or using the covidien-valley lab force triad grounding pad. The caller stated they would look into these options. How the procedure was continued was not specified. There were no reports of patient injury. Intuitive followed up with the customer and was advised that the procedure was continued with just bipolar energy.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that no specific issue was reported in system log review. However, erbe log review identified errors m36, m11 and c06 on other dates. Functional testing confirmed that the unit powered on as expected and successfully delivered cautery across all ports and instruments without any problems. The erbe log review also showed error c84. Visual inspection confirmed the unit is in good cosmetic condition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. Probable root cause is attributed to a defective generator.